Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. No frozen display noted. No unexpected weak battery alarms noted. Unit had scratched on display window. Unit tested and low battery alarms matched the low battery icon on display. No unexpected low battery alarms with full charge battery icon noted during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 288 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.